Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the screws were found to be cross threaded. This report involves one (1) 5.0mm locking screw slf-tpng with t25 stardrive recess 32mm. This is report 1 of 8 for (B)(4).

Manufacturer narrative:
Additional device product codes: hrs and hwc. Reporter is a synthes employee. Part: 212.210, lot: 3698124. Manufacturing site: (B)(4), supplier: n/a. Release to warehouse date: february 7, 2011. Expiration date: n/a . A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Visual inspection: the complaint device (lockscr ø5 self-tap l32 sst) was returned for investigation. Upon physical review of the device. It was detected that locking screw presented a high worn condition on threads which could be caused during device extraction. Also head's drive presents visible wear damages possibly created by the force stress which was loaded into it during explantation. It was tested with a screwdriver and head's drive remains functional. Device failure/defect identified? Yes, damages were observed at the screw threads. Functional test: no functional test was performed, no mating device was returned. Dimensional inspection: dimensional inspection not performed, damage at the device was created after manufacturing process. Document/specification review: lockscr ø5 self-tap l32 sst: current revision, lockscr ø5 self-tap l32 sst: manufactured revision. Complaint confirmed: yes, screw was worn/stripped. Investigation conclusion: the complaint device (lockscr ø5 self-tap l32 sst) was returned for investigation. Upon physical review of the device. It was detected that locking screw presented a high worn condition on threads which could be caused during device extraction. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.